Event description:
It was reported the patient was complaining of discomfort with their current pump placement. It was noted the patient wanted the pump repositioned. It was further noted the pump was moved from the patient left abdomen to their right abdomen. It was noted the patient had discomfort at the pump pocket site. It was further noted the patient status at the time of this report was alive with no injury. The pump contained dilaudid and bupivacaine. Additional information received reported the manufacturing representative had not met with the patient. The reporter stated the patient was only seen by their healthcare professional at a follow up visit for the pump. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant product: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. (B)(4).